Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology. The reported poor image resolution was due to anatomy, was difficult to have a proper rv inflow outflow view. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 09 april 2025 a patient presented with grade 4 functional tricuspid regurgitation (tr), a rotated heart, and a multi-leaflet valve for a triclip procedure. There was difficulty visualizing the clip during the procedure. There was difficulty visualizing the right ventricular inflow and outflow tracts. A triclip xtw was implanted. During placement of a second triclip xtw a single leaflet device attachment (slda) was observed with the first triclip xtw. The clip detached from the posterior leaflet and remained attached to the septal leaflet. The second clip was deployed and a third triclip xtw was deployed to stabilize the first clip. The final tr grade was 2. Per the physician, the slda was due to patient anatomy.